Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the tip broke off in the patient. The broken tip was retrieved from the patient.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: broke off in patient was retrieved. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be interference between the cutter and the housing window. The reported failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the tip broke off in the patient. The broken tip was retrieved from the patient.